Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2009. Subsequently, it is alleged that the patient was revised on (B)(6) 2013 due to patient allegations of pain, inflammation, damage to surrounding bone and tissue, impairment, lack of mobility, dysfunction, soreness, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2009. Subsequently, it is alleged that the patient was revised on (B)(6) 2013 due to patient allegations of pain, inflammation, damage to surrounding bone and tissue, impairment, lack of mobility, dysfunction, soreness, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates patient right hip surgery on (B)(6) 2009 was a revision procedure with removal of a spacer and implant of competitor stem and biomet head and cup. A review of invoice history could not confirm initial right hip arthroplasty or date. Additional information received in patient medical records indicates patient right hip revision performed on (B)(6) 2013 was due to a loose acetabular component. The patient's operative report noted hypertrophic granulation material and no bony ingrowth of acetabular component. Additional information received from patient's legal counsel alleges additional surgical dates associated with the patient include a 1998 procedure on an unknown date, an (B)(6) 2007 procedure on an unknown date, a (B)(6) 2007 procedure on an unknown date, and an (B)(6) 2009 procedure. Patient's legal counsel reports no additional patient allegations associated with these dates. Review of invoice history reveals cement spacers were implanted (B)(6) 2009. Further review of invoice history could not confirm any procedures on the other reported dates.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2009. Subsequently, it is alleged that the patient was revised on (B)(6) 2013 due to patient allegations of pain, inflammation, damage to surrounding bone and tissue, impairment, lack of mobility, dysfunction, soreness, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates patient right hip surgery on (B)(6) 2009 was a revision procedure with removal of a spacer and implant of competitor stem and biomet head and cup. A review of invoice history could not confirm initial right hip arthroplasty or date. Additional information received in patient medical records indicates patient right hip revision performed on (B)(6) 2013 was due to a loose acetabular component. The patient's operative report noted hypertrophic granulation material and no bony ingrowth of acetabular component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: 6. Inadequate range of motion due to improper selection or positioning of components. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. 15. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04596 / 2014-04597).